Manufacturer narrative:
B5 - describe event or problem: additional information. D9: date returned to mfg.: 1/17/2025. H3 and h6. Codes: updated. Device evaluation: the complaint confirmed by checking the alarm history. The cause was a faulty main board and speaker. Replaced the main board and speaker to correct the issue and the device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
Additional information was received via email. The reporter stated the event occurred during testing. The device was not dropped. There was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Event description:
It was reported that the device exhibited a primary audible alarm background test. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.